Event description:
It was reported that the cath lab was getting helium loss 2 alarms on the intra-aortic balloon pump (iabp). As a result, the iabp was swapped out and problem was corrected. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. A leak was detected from the vent port and caused the pump to trigger "possible helium loss 3". Dried blood was noted inside vent valve during inspection of the internal hardware which result of the leakage. The root cause of how the blood enter the pcs assembly is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cath lab was getting helium loss 2 alarms on the intra-aortic balloon pump (iabp). As a result, the iabp was swapped out and problem was corrected. There was no report of patient complications, serious injury or death.